Event description:
Event description boston scientific crm received information that rhythm strips from a trans-telephonic monitoring session revealed atrial and/or ventricular loss of capture with this pacing system. Technical services was unable to clearly differentiate between atrial and ventricular channels with the changes in the wave morphology. No adverse patient effects were reported.